Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had intermittent telemetry, the head failed all uplink amplitude tests and the rubber portion of the head label was gone. The head's cable and label were replaced and the programmer head passed all final electrical and bench systems test. (B)(4).

Event description:
It was reported that the radio frequency programmer head was unable to recognize, or interrogate a patient's implanted heart device. It was noted that numerous tries were made. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was unable to recognize, or interrogate a patient's implanted heart device. It was noted that numerous tries were made. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.